Event description:
It was reported to boston scientific corporation that two jagwire guidewires (MDR ID: 3005099803-2012-06321 and MDR ID: 3005099803-2012-06325) were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complaint, during unpacking the first jagwire (B)(4) the tip detached. A second jagwire (B)(4) was used to continue the procedure. During the procedure, the tip of the guidewire detached into the patient's bile duct. The detached fragment was recovered with a balloon. The procedure was completed with a third jagwire with no patient complications. The patient's condition has been described as stable.

Manufacturer narrative:
(B)(4) the reported event of tip detachment. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that two jagwire guidewires (MDR ID: 3005099803-2012-06321 and MDR ID: 3005099803-2012-06325) were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2012. According to the complaint, during unpacking the first jagwire (06321) the tip detached. A second jagwire (06325) was used to continue the procedure. During the procedure, the tip of the guidewire detached into the patient's bile duct. The detached fragment was recovered with a balloon. The procedure was completed with a third jagwire with no patient complications. The patient's condition has been described as stable.

Manufacturer narrative:
A visual examination of the returned device revealed that the tip of the guidewire had detached, exposing the tip of the metal corewire. Presence of adhesive remnants was found indicating that the pebax was properly attached to the core wire. No evidence of corewire fractured was noted, the ptfe jacket did not present any anomaly, and the outer diameter of the guidewire was found to be within specification. It is possible that due to anatomical/procedural factors encountered during the procedure, performance was limited and may have contributed to the failure; additionally, the presence of adhesive was determined, hence the most probable root cause is operational context. A DHR (device history record) review was performed and no deviation was found. Labeling review was performed and no anomalies were found.